Manufacturer narrative:
As reported, the patient was diagnosed with a seroma post implant of the phasix mesh and had seroma puncture. The clinician has assessed the patient¿s postoperative course of seroma as possibility related to the study device and possibly related to the procedure. The degree to which the device may cause or contribute to the seroma is undetermined. Post surgical seroma is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned - remains implanted.

Event description:
As reported per clinical trial, (B)(4): on (B)(6) 2023 the subject patient underwent a relaparotomy hemicolectomy, that included lysis of adhesions in an open repair. Following the hemicolectomy repair a phasix mesh was used to support the area of repair of the facial incision. The phasix mesh was trimmed, placed in onlay fashion, and fixated using suture. The subject patient was discharged from the hospital on (B)(6) 2023. On (B)(6) 2023, the patient underwent a sonography and was diagnosed with a seroma. On (B)(6) 2023 the subject patient underwent an ultrasound of the abdominal wall and seroma puncture (drainage). The results of the ultrasound included "extensive extraperitoneales/epifasciales hematoma in the deep subutis in the area of the ventral abdominal wall under the scar with an area of about 10cmx10cmx5cm." The seroma puncture performed results in "600 ml serous bloody fluid from the known hematoseroma in the ventral abdominal wall." On (B)(6) 2023 the patient underwent an abdominal ultrasound. Result noted as "regression of the residual hematoseroma with an extension of 10x7x3.5cm. Retention is markedly subseptated and partially organized. Puncture not necessary." This adverse event has been assessed per clinician as possibly related to the study device and to the procedure. The seroma has been assessed as moderate in severity, does meet the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).